Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, the impedance trend on the rv (right ventricular) defibrillation coil was variable and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted during the week ending on (B)(6) 2015, rv tip to rv coil impedance spiked to 1007 ohms up from a trend in the 300-400 ohm range and on (B)(6) 2015, rv coil impedance measured >200 ohms and was variable.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an out of tolerance lead impedance alert and varying rv coil impedance measurements were observed. It was noted the day following the implant procedure, the rv coil impedance had decreased and then most recently showed high rv defibrillation impedance measurements. In addition, a high rv pacing impedance measurement was noted, along with noise, a suspected connection issue between the lead pin and connector of the implantable cardioverter defibrillator (ICD) and a suspected rv lead fracture. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.